Event description:
The evaluation set was used on a 20 y.o. Male pt undergoing a cervical fusion posterior c1-c2 with iliac bone graft and halo crown. No post-operative complications (i.e. Infection). The malfunction is occuring below the frequency and severity that is usual for this device.